Manufacturer narrative:
(B)(4). On manufacturer report follow-up #1, the date was (B)(6) 2015. The correct date should have been (B)(6) 2015. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. The reported initial single leaflet device attachment (slda) and subsequent clip detachment in this incident appears to be related to patient morphology/pathology due to the challenging patient anatomy. The reported patient effects of dyspnea, worsening mitral regurgitation (mr), embolism, failure to retrieve mitraclip system components, and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient had symptomatic severe degenerative mitral regurgitation and underwent the mitraclip procedure. It further stated that leaflet pathology may have been casual or contributory to the reported slda of the 1st clip that occurred during the initial procedure and the 2nd clip post-procedure, and the subsequent complete clip detachment of the 1st clip. There is no evidence of a device issue in causing or contributing to the slda, the complete clip detachment, need for mitral valve surgery, and subsequent death. The 2d and 3d cine transesophageal echocardiographic (tee) images were further reviewed by the senior medical advisor. The review concluded that the pathology of the valve was complex as shown in the given images that were performed six days after the reported mitraclip procedure. It can be confirmed by the cines that there was slda of the second clip after implantation of the second clip and mild reduction in mr grade from 4 to 3 despite complete detachment of the first clip. There are no images provided to support the procedure events reported but there is evidence of the stated detachment of the first clip and its likely location at that time being the left ventricle. There is no evidence of any device issue or malfunction in causing or contributing to the reported events in this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip clip delivery system is being filed under a separate MFR report number.

Event description:
Subsequent to the initial report, the following information was provided: on (B)(6) 2015, the patient was re-admitted for shortness of breath and was feeling worse. It was found that the first clip (cds 50409u136) had detached from both leaflets and was in the posterior papillary muscle. The second clip had also detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to severe on (B)(6) 2015, the patient was hemodynamically unstable and a balloon pump was placed; however, the pump was removed due to leg ischemia. On (B)(6) 2015, the patient was transferred to another hospital for mitral valve replacement surgery. The patient could not be taken off bypass and died the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was leaflet prolapse and the posterior leaflet was slightly restricted. The clip delivery system (cds) was advanced to the mitral valve leaflets. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda clip and reduce the mr approximately one grade. It was decided to stop the procedure and monitor the patient. With two clips implanted the mr was reduced to 3. No additional information was provided.